Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. All proximal revitan components are compatible with all distal ones. For all the other components, the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that during revision, it has been noticed that the proximal part was removed without any effort. Instead, the distal part was difficult to extract and much higher forces were necessary. The revitan stem was revised after 8 years and 4 months in vivo due to a fracture of the prosthesis at the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side. Macroscopically, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a small circumferential stripe revealing a mixture of slight surface changes. It is unknown if these changes existed already before the start of the fracture and are associated with the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. In addition the latter shows signs of loosening in the form of horizontal polished lines. This is in agreement with per stating that during revision surgery the proximal part was removed easily while the distal part was extracted with great difficulty. Therefore, it can be assumed that at least from one point in time the proximal bone support was suboptimal. As there are neither x-rays nor surgical reports or other clinical information at hand it remains unknown if the bone support was suboptimal right after the implantation or developed over time prior to the fracture. As the patient's medical history, bmi and level of exercise are not available for evaluation it remains unknown if these factors could have had an influence on the sequence of events leading to the fracture. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4) device analysis. The device analysis was not performed as the device was not available for investigation. Review of event description: (B)(6)2013 (6 weeks after implantation) mmi radiographic findings indicate 2mm of glenoid radiolucency and moderate glenohumeral subluxation. (B)(6) 2014 (6 months after implantation) mmi radiographic findings indicate an increase in glenoid radiolucency from 2mm to 3mm (progressive). Review of x-rays: x-rays were available for investigation. 3 preoperative x-rays, 3 x-rays 6 weeks after implantation, 3 x-rays 6 months after implantation, 3 x-rays 12 months after implantation and 4 x-rays 24 months after implantation. On all x-rays the correct positioning of the anatomical shoulder glenoid can be observed. The positioning of the sidus head and anchor seem so be anatomically correct. On the ap x-rays at 6 weeks and later follow-ups a little radiolucency area is visible around the cemented pegs of the glenoid component. On the axillary x-rays of 6 weeks a glenohumeral subluxation can be observed. Review of surgical notes: the surgical report dated (B)(4) 2013 was returned for evaluation. The surgical notes do describe the deviations from the surgical technique. The notes of the follow-up visit dated august 04, 2015 was also returned. The visit reported good outcome and no major concerns. Possible causes for the reported event according to dfmea: aseptic loosening/loosening due to wrong radii combination, normal use, overload, wrong positioning due to wrong geometry of peg, wrong positioning, insufficient bone. Possible as the x-rays showed suboptimal positioning of the implants. The size of the implants seemed to match the anatomy of the patient. Adverse body reaction due to material not biocompatible, due to bioincompatible due to harmful leachables from implant material and loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical techniques contain all information. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as no intraoperative corrections were reported in the surgical notes. Subluxation due to incompatible gleno-humeral curvature due to failure of humeral head-glenoid interface. Possible as the x-rays showed glenohumeral subluxation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an a.s. Glenoid m cemented on (B)(6) 2013 on the left side. On (B)(6) 2013, mmi radiographic findings indicate 2mm of glenoid radiolucency and moderate glenohumeral subluxation. On (B)(6) 2014, mmi radiographic findings indicate an increase in glenoid radiolucency from 2mm to 3mm (progressive).